Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole 9.3cm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing a contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery and a vessel below the knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to the vessel below the knee. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another 2.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing a contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery and a vessel below the knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to the vessel below the knee. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another 2.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications nor injuries were reported.